Event description:
It was reported that air in line was not detected. Per the customer, there was a small cut in the soft silicone tubing bottle side which eventually tore all the way off. Pcu that was connected allegedly did not detect air from a defective set that separated. The medication to be infused was potassium chloride. There is no patient information.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of the device not alarming for air in line when expected was not confirmed in the logs or reproduced during testing. Review of the suspect device error log showed no recent errors prior to the issue being reported. Review of the suspect device event log showed, prior to the issue being reported to the customer¿s clinical engineering, the suspect device was in use on (B)(6) 2020, attached to pcu sn (B)(6)(ail limit= 250 l; accumulated air= enabled). On (B)(6) 2020, the suspect device infused an unknown medication at a rate of 125 ml/hr for almost four hours with no recorded alarms. The device recorded multiple air in line alarms during programmed infusions on (B)(6) 2020. Testing performed on the source pump module¿s air detection system found the device detecting air within specification at the 250 l single air bolus setting. At the 250 l single air bolus setting, the worst case air bubble size (299 l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50 l, 75 l) available to the customer. Device inspection: the device was received in fair condition. The instrument seal was broken. Dried fluid was observed on the female (left) iui. Dried fluid and corrosion were observed on the male (right) iui. Crack observed along outside of the rear case. Dried fluid was observed inside door. Door hinges are intact and functional. Platen, posts/ hinge pins are all intact. Latch/sear, latch pivot screw is installed properly and does not interfere with door operation. All parts inspected were manufactured by bd. Fluid observed on the rear case under the female iui. Corrosion observed inside rear case. Dried fluid observed on the iui contact points of the logic board and motor control board. Bezel observed in good condition. Ail assembly was observed in good condition. The returned used administration set (model: 2200-0500, lot: unknown) was received in poor condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. The silicone segment was observed completely torn at the base of the upper fitment. Root cause analysis: the probable cause of the customer complaint that the suspect pump module failed to alarm for air in line was suspected to be due to the air bolus being too small to trigger an alarm. Device history review: a review of the device history record showed the device had a manufacture date of 04mar2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for lvp sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that air in line was not detected. Per the customer, there was a small cut in the soft silicone tubing bottle side which eventually tore all the way off. Pcu that was connected allegedly did not detect air from a defective set that separated. The medication to be infused was potassium chloride. There is no patient information.